Manufacturer narrative:
The investigation for the reported optical signal issue has been completed. The device has not been returned for evaluation. However, clinical details were sufficient to determine the root cause. The cause of the aic issue was likely due to a work instruction / technician error. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the pump was started, and an optical sensor failure alarm occurred with no placement signal waveform. The automatic impella controller (aic) was switched, and the issue was resolved. No harm or injury noted.